Manufacturer narrative:
Correction d4: device information corrected.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was unable to connect to its external devices. The ipg was deemed inoperable. Further intervention may be pending.